Manufacturer narrative:
The affected achievecas standard positioner was returned and evaluated. A visual inspection of the returned device confirmed the failure mode as the weld has fractured at the strike plate. The broken piece is returned. The device was manufactured in 2005 and it exhibits signs of significant wear/usage. If sufficient impact forces placed upon the instrument are transferred through the welded area, fracture may occur in the welded area due to a static or fatigue failure mechanism. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate further as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.

Event description:
It was reported that during procedure the pommel of the impactor sheared off. Device did not break in patient. Delay of over 30 min reported. No injury reported. No back up available, had to abort nav and use old offset impactor.